Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patients pc was displaying replace generator soon message. The device has the appropriate level of battery voltage to provide therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
H1 changed from malfunction to serious injury. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated patient underwent surgical intervention wherein the ipg was replaced and reportedly effective therapy was restored.